Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the device on tissue? Yes. If yes: how was the device removed from the tissue? Pulled it off the tissue. After the device was removed, was there any tissue damage? No.

Event description:
It was reported that during a laparoscopic right salpingo-oophorectomy procedure, the device locked up towards the end of the case; jaws could not be opened. The case was completed using another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n9067g. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.